Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after iol insertion, damage to the edge of the optic was noticed.there was no patient harm.the procedure was completed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The file indicated that a non-qualified cartridge was used. The company lens model is only qualified for use in the company (b) and (c) cartridges. The handpiece indicated is qualified when used with a qualified lens/ company cartridge combination. The file indicated the use of a non- company viscoelastic was used; company viscoelastic is the only qualified viscoelastic with the qualified lens/cartridge combination. The root cause is most likely related to a failure to follow the IFU (instructions for use). The file indicated that an unapproved lens/cartridge and viscoelastic combination was used. The viscoelastic lens model is only qualified for use in the viscoelastic (b) and (c) cartridges. Company viscoelastic is the only qualified viscoelastic with the qualified lens/cartridge combination. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).